Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 20226501) inserted for female sterilisation. The patient's medical history included vaginal bleeding, c-section, breast pain, pregnancy (on (B)(6) 2007, on (B)(6) 2008 & on (B)(6) 2009. In 2001 she had a full-term vaginal delivery of a male infant weighing 6 pounds ii ounces. In 2002, had another full-term vaginal delivery female weighing 6 pounds 9 ounces. In 2 a 07 she had a missed ab. Physical examination: the patient underwent a cesarean section on (B)(6) 2008), multigravida (gravida -4, para- 3) and parity 3 (gravida -4, para- 3). On (B)(6) 2007: patient underwent pregnancy ultrasound. Impression: what appears to be a small intrauterine sac measuring .5 cm, less than 5 weeks gestational age . Correlation with the patient's beta hcg advised. On (B)(6) 2007: transabdominal and transvaginal "sonography" of the pelvis was performed.( pregnancy ultrasound). Findings: a tiny cystic focus is noted in the endometrium measuring approximately 0.7 cm. This appears to be slightly more inferiorly than seen on the previous exam. This may represent a very early intrauterine gestational sac that is too small to be calculated vs a nonspecific cyst. On (B)(6) 2008: ultrasound of the pregnant uterus second to third trimester. Single live intrauterine pregnancy with estimated gestational age based on this ultrasound of 33 weeks 3 days plus minus 17 days discordant with estimated gestational age based on first ultrasound of 32 weeks 2 days. On (B)(6) 2009: examination: second trimester pregnancy ultrasound. Indication: pregnancy, basic fetal anatomy. G5, p4. Last menstrual period on (B)(6) 2009. One cesarean section. One child with club foot, one child with polydactyly. On (B)(6) 2015: limited left breast ultrasound is performed, of the superior lateral quadrant, and a complicated cyst at 1 :00 periareolar region is identified. The cyst measures 0.5cm. Impression: left breast contains probably benign asymmetries, and complicated cyst . 6 month. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot number: 20226501. Manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 20226501) inserted for female sterilization. The patient's medical history included vaginal bleeding, c-section, breast pain, pregnancy (B)(6) 2007, (B)(6) 2008 & (B)(6) 2009. In 2001 she had a full-term vaginal delivery of a male infant weighing 6 pounds ii ounces. In 2002, had another full-term vaginal delivery female weighing 6 pounds 9 ounces. In 2 a 07 she had a missed ab. Physical examination: the patient underwent a cesarean section on (B)(6) 2008), multigravida (gravida -4, para- 3) and parity 3 (gravida -4, para- 3). On (B)(6) 2007: patient underwent pregnancy ultrasound. Impression: what appears to be a small intrauterine sac measuring .5 cm, less than 5 weeks gestational age . Correlation with the patient's beta hcg advised. On (B)(6) 2007: transabdominal and transvaginal solography of the pelvis was performed.(pregnancy ultrasound) findings: a tiny cystic focus is noted in the endometrium measuring approximately 0.7 cm. This appears to be slightly more inferiorly than seen on the previous exam. This may represent a very early intrauterine gestational sac that is too small to be calculated vs a nonspecific cyst. On (B)(6) 2008: ultrasound of the pregnant uterus second to third trimester. Single live intrauterine pregnancy with estimated gestational age based on this ultrasound of 33 weeks 3 days plus minus 17 days discordant with estimated gestational age based on first ultrasound of 32 weeks 2 days. On (B)(6) 2009: examination: second trimester pregnancy ultrasound. Indication: pregnancy, basic fetal anatomy. G5, p4. Last menstrual period (B)(6) 2009.one cesarean section. One child with club foot, one child with polydactyly. On (B)(6) 2015: limited left breast ultrasound is performed, of the superior lateral quadrant, and a complicated cyst at 1 :00 periareolar region is identified. The cyst measures 0.5cm. Impression: left breast contains probably benign asymmetries, and complicated cyst . 6 month. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-may-2019: medical record received: lot number added. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.